Event description:
Mini one balloon button low profile feeding device placed in patient. In the evening following surgery, patient had an episode of forceful coughing and the j-tube (feeding device) dislodged. The patient returned to the operating room. Per the operative report, the j-tube malfunctioned, it was noted the jejunostomy "button" had a hole in it, so the balloon was collapsed. A new mini one balloon button was placed. On pod # 6, there was concern of a problem with the new tube - feedings were noted to be leaking from the new j-tube site. The patient was taken to the operating room. Surgeon noted the mini one balloon had malfunctioned - when removed, the balloon on the tube was noted to be ruptured. Both tubes were the same lot #, model # & exp date. Mini one balloon button low profile feeding device 14fr. X 3.5cm.